Event description:
The customer stated that she received a reading of 430mg/dl and went to the hospital. At the hospital, they tested the patient and received a reading of 233 mg/dl. The patient was not treated at the hospital. A review of the system was conducted over the phone. This review indicated that the meter functioned according to specifications. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call future questions/concerns.